Event description:
The remstar pro c-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device had insect infestation, extreme dirt, and moisture. Additional findings are not related to the malfunction/issue. There was no reported patient death or serious injury, however, the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211. Should additional relevant information become available, a supplemental report will be submitted.